Manufacturer narrative:
The device was reprogrammed from three zone to two zones. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received a shock for atrial fibrillation with rapid ventricular response. Technical services discussed the episode was detected in the ventricular tachycardia 1 zone and redetected in the ventricular tachycardia zone. Since the rhythm was in redetection the decision to treat was rate-related with no detection enhancements applied. No adverse patient effects were reported.